Manufacturer narrative:
An ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was partially deployed by 23 mm. An examination of the stent suture identified that the suture was knotted. This knot was located near the yellow pull ring and due to its location it would not have influence the unravelling of the stent crochet. During the product analysis, the investigator was able to deploy the remainder of the stent with no restrictions noted. A visual and tactile examination found no kinks or damage along the length of the shaft. No other issues were identified during the product analysis. A labeling review was performed and from the information available, this device was used in a manner inconsistent with the labeled indications. The procedure date was in (B)(6) 2015 however, the expiry date for this device was november 2013. Therefore, the most probable root cause classification is user/use error.

Event description:
It was reported to boston scientific corporation on september 28, 2015 that an ultraflex¿ tracheobronchial stent was used in the trachea during a tracheal stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a stricture due to cancer. Reportedly, the patient¿s anatomy was not dilated prior to stent placement. During the procedure, the physician began deploying the ultraflex¿ tracheobronchial stent but when the stent was halfway released, the suture was unable to be pulled further to completely deploy the stent. The ultraflex¿ tracheobronchial stent was removed from the patient partially deployed on the delivery system. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex¿ tracheobronchial stent was used in the trachea during a tracheal stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a stricture due to cancer. Reportedly, the patient¿s anatomy was not dilated prior to stent placement. During the procedure, the physician began deploying the ultraflex¿ tracheobronchial stent but when the stent was halfway released, the suture was unable to be pulled further to completely deploy the stent. The ultraflex¿ tracheobronchial stent was removed from the patient partially deployed on the delivery system. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.